Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. Provocative exercises were performed and the noise was not reproducible. No intervention was performed. The physician elected to monitor the patient. The patient was in stable condition.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of the transmission alert noted that the right atrial (ra) lead exhibited noise recurrence and electromagnetic interference (emi) oversensing resulting in inappropriate mode switch. No changes or interventions were reported. The patient was in stable condition.